Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated, disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, the physician attempted to load the suture, from the sacrospinous mesh leg, into the capio several times without success. On the last attempt, the needle detached from the mesh leg, outside the patient, when the physician pulled the suture into the capio head. The physician tested the other mesh legs from the pinnacle mesh assembly by loading them into the capio device and each loaded into the capio device without any problems. The physician opened a new pinnacle anterior/apical pfr kit to complete the procedure, without complications to the patient, who is reportedly "stable" post-procedure.